Event description:
It was reported data was not within normal range, and calibration was requested. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis was unable to confirm the original customer comment of data not within normal range. Analysis did find contamination on the upper case, knobs, ring cover and keyboard, that the battery contacts were compressed and the ring was bent.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.